Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during the bii surgery, after fired, found tissue with good cut line but the staples malformed with the right angle staple leg. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # l5538h. Device evaluation: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. In addition, when the device was fired the knife do not returned to home position. The device was disassembled to verify the condition of the internal components and excess of tissue were found it inside of the instrument, generating this condition. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.